Event description:
Caller reported malfunction on pump, but call disconnected before further information could be gathered, including pump serial number. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.